Manufacturer narrative:
B3. Date of event is unknown. The date received by manufacturer has been used for this field. E1: initial reporter addr 1: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before using the bd vacutainer® eclipse¿ blood collection needle, white foreign matter was present on the tip of the needle of 5 units from lot 3186631. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 13-mar-2025. Investigation summary: bd received 6 photos and 20 samples for investigation. The customer photos depict white foreign matter on the IV cannula and bevel of the device. Another set of 30 retained samples from lot 3186631 also underwent visual inspection and similarly, all passed without any foreign matter detected on the IV cannula. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. This complaint has been confirmed for the lot 3186631, for the indicated failure mode: foreign matter - unknown. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that before using the bd vacutainer® eclipse¿ blood collection needle, white foreign matter was present on the tip of the needle of 5 units from lot 3186631. No adverse impact was reported regarding the patient or user.